Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac) a root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed and return material authorization (RMA) was set up. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced flashes on and off the screen during a diagnostic colonoscopy that was completed with the same device. There was no patient involvement.